Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the photos, it was observed that the uabd tube of the return line was disconnected from the joint connector. There was no visible mark of solvent on the tubing. The lines of the set are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the disconnected tubing was determined to be due to a lack of adequate solvent applied during the supplier manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed due to a disconnection of the return line and joint connector of a prismaflex tpe 2000 set. This occurred before use of the device for continuous renal replacement therapy. There was no patient involvement. No additional information is available.